Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hardware low level failures. The customer's blood glucose value was 100 mg/dl. The customer stated that the pump error did not occur during the rewind/load reservoir/fill tubing process. The customer was assisted with the self-test and it failed. The product was returned for analysis.